Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvic pain/ severe constant pelvic pain"), post procedural sepsis ("sepsis/ sepsis due to hysterectomy"), genital haemorrhage ("abnormal bleeding (general)"), pyrexia ("fever of 104") and oxygen therapy ("she is on oxygen") in a 22-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with insertion due to tilted uterus" on (B)(6) 2012. The patient's medical history included pregnant (none; plaintiff pregnant), multi gravida, deep vein thrombosis leg in 2008, joint injury, pain (pain and swelling to left lower ext x 2 days), appendectomy (previous surgery history grid), osteotomy (right hand metacarpal boss excision)) on (B)(6) 2015, smoker (admits, 0.75 ppd (packs per day) for 10 years (7.5 packs years); cigarettes. Denied alcohol), thrombolysis (blood clots (in legs)) and live birth (three live births on : (B)(6) 2007, (B)(6) 2009 and (B)(6) 2012). Previously administered products included for an unreported indication: oxygen, lovenox and. Family history included melanoma (father), diabetes (paternal grandfather), high cholesterol (mother) and emphysema (maternal grandfather)). Concomitant products included rivaroxaban (xarelto) from february 2012 to august 2012 for thrombolysis. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In august 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal,menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (general) abnormal bleeding (vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and the first episode of alopecia ("hair loss"). In september 2012, the patient experienced tooth disorder ("dental problems/ dental problems teeth breakage decay") and dental caries ("teeth decay"). In october 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2012, the patient experienced rash ("rashes/rashes or skin conditions type: (rashes)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced post procedural sepsis (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced pyrexia (seriousness criterion hospitalization), hypotension ("severely hypotensive"), diarrhoea ("diarrhoea/can't keep any food down") and functional gastrointestinal disorder ("bowel have ceased to function"). On an unknown date, the patient experienced the second episode of alopecia ("hair loss"), menstrual disorder ("blood clots") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and underwent oxygen therapy (seriousness criterion medically significant). The patient was treated with anaesthetics (anesthesia) and surgery (total hysterectomy (uterus and cervix removed) ¿ laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, nausea, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the post procedural sepsis, the last episode of alopecia, menstrual disorder, the last episode of menorrhagia, headache, fatigue, weight increased, dental caries, pyrexia, diarrhoea, functional gastrointestinal disorder and oxygen therapy outcome was unknown and the migraine, tooth disorder and hypotension was resolving. The reporter considered dental caries, diarrhoea, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, functional gastrointestinal disorder, genital haemorrhage, headache, hypotension, menstrual disorder, migraine, nausea, oxygen therapy, pelvic pain, post procedural sepsis, pyrexia, rash, tooth disorder, vaginal discharge, weight increased, the first episode of alopecia, the first episode of menorrhagia, the second episode of alopecia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. On dec-2007 to aug-2010, patient had used condoms as birth control. And paragard iud used in aug -2010 to may-2011. On (B)(6) 2012, patient had ,non sterile vaginal delivery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion of both tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (b)(6( 2018: reporter information was added. Per plaintiff fact sheet following events: fever of 104, severely hypotensive, diarrhea/can't keep any food down and bowel have ceased to function,she is on oxygen were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvic pain/ severe constant pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with insertion due to tilted uterus" on (B)(6) 2012. The patient's past medical history included pregnant (none; plaintiff pregnant), multi gravida, deep vein thrombosis in 2008, joint injury, pain (pain and swelling to left lower ext x 2 days), appendectomy (previous surgery history grid), osteotomy (right hand metacarpal boss excision)) on (B)(6) 2015, smoker (admits, 0.75 ppd (packs per day) for 10 years (7.5 packs years); cigarettes. Denied alcohol), thrombolysis (blood clots (in legs)) and live birth (three live births on : (B)(6) 2007, (B)(6) 2009 and (B)(6) 2012). Previously administered products included for an unreported indication: lovenox and. Family history included melanoma (father), diabetes (paternal grandfather), high cholesterol (mother) and emphysema (maternal grandfather)). Concomitant products included rivaroxaban (xarelto) from (B)(6) 2012 to (B)(6) 2012 for thrombolysis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal,menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (general) abnormal bleeding (vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems/ dental problems teeth breakage decay"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced rash ("rashes/rashes or skin conditions type: (rashes)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced the second episode of alopecia ("hair loss"), menstrual disorder ("blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), sepsis ("sepsis/ sepsis due to hysterectomy") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with anaesthetics (anesthesia) and surgery (total hysterectomy (uterus and cervix removed) ¿ laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, nausea, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the last episode of alopecia, menstrual disorder, the last episode of menorrhagia, headache, fatigue and weight increased outcome was unknown and the migraine and tooth disorder was resolving. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, rash, sepsis, tooth disorder, vaginal discharge, weight increased, the first episode of alopecia, the first episode of menorrhagia, the second episode of alopecia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of both tubes on (B)(6) 2007 to (B)(6) 2010, patient had used condoms as birth control. And paragard iud used in (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2012, patient had ,non sterile vaginal delivery. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2018: plaintiff fact sheet and medical record received- new reporter, patient demographic information, lab data, patient relevant history, new concomitant and anesthesia product,product indication permanent birth control by bilateral occlusion of the fallopian tubes, new events abnormal bleeding (general) abnormal bleeding vaginal, menorrhagia, rashes or skin conditions type , dental problems/ dental problems teeth breakage decay, dysmenorrhea cramping, dyspareunia painful sexual intercourse, vaginal discharge, fatigue, weight gain, sepsis/ sepsis due to hysterectomy, hair loss and problems with insertion due to tilted uterus were added.the event rashes or skin conditions type rashes, abnormal bleeding (general) abnormal bleeding (vaginal, menorrhagia, pain, pelvic pain/ severe constant pelvic pain, was clubbed with previous events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvic pain/ severe constant pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and post procedural sepsis ("sepsis/ sepsis due to hysterectomy") in a (B)(6) year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with insertion due to tilted uterus" on (B)(6) 2012. The patient's past medical history included pregnant (none; plaintiff pregnant), multi gravida, deep vein thrombosis leg in 2008, joint injury, pain (pain and swelling to left lower ext x 2 days), appendectomy (previous surgery history grid), osteotomy (right hand metacarpal boss excision)) on (B)(6) 2015, smoker (admits, 0.75 ppd (packs per day) for 10 years (7.5 packs years); cigarettes. Denied alcohol), thrombolysis (blood clots (in legs)) and live birth (three live births on : (B)(6) 2007, (B)(6) 2009 and (B)(6) 2012). Previously administered products included for an unreported indication: lovenox and. Family history included melanoma (father), diabetes (paternal grandfather), high cholesterol (mother) and emphysema (maternal grandfather)). Concomitant products included rivaroxaban (xarelto) from (B)(6) 2012 to (B)(6) 2012 for thrombolysis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal,menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (general) abnormal bleeding (vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems/ dental problems teeth breakage decay"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced rash ("rashes/rashes or skin conditions type: (rashes)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced the second episode of alopecia ("hair loss"), menstrual disorder ("blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with anaesthetics (anesthesia) and total hysterectomy and bilateral salpingectomy to remove essure on (B)(6) 2015. On (B)(6) 2015, the patient experienced post procedural sepsis (seriousness criteria medically significant and intervention required). At the time of the report, the pelvic pain, genital haemorrhage, rash, nausea, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the last episode of alopecia, menstrual disorder, the last episode of menorrhagia, headache, fatigue and weight increased outcome was unknown and the migraine and tooth disorder was resolving. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, post procedural sepsis, rash, tooth disorder, vaginal discharge, weight increased, the first episode of alopecia, the first episode of menorrhagia, the second episode of alopecia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of both tubes on (B)(6) 2007 to (B)(6) 2010, patient had used condoms as birth control. And paragard iud used in (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2012, patient had ,non sterile vaginal delivery. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-feb-2018: following company internal coding review, the previous reported event sepsis/ sepsis due to hysterectomy was recoded to the meddra llt: post procedural sepsis. This event was then upgraded to inicdent and assessed as related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/pelvic pain/ severe constant pelvic pain"), genital haemorrhage ("abnormal bleeding (general)") and post procedural sepsis ("sepsis/ sepsis due to hysterectomy") in a 22-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with insertion due to tilted uterus" on (B)(6) 2012. The patient's past medical history included pregnant (none; plaintiff pregnant), multi gravida, deep vein thrombosis leg in 2008, joint injury, pain (pain and swelling to left lower ext x 2 days), appendectomy (previous surgery history grid), osteotomy (right hand metacarpal boss excision)) on 9-jul-2015, smoker (admits, 0.75 ppd (packs per day) for 10 years (7.5 packs years); cigarettes. Denied alcohol), thrombolysis (blood clots (in legs)) and live birth (three live births on : 02dec2007, 23dec2009 and 02feb2012). Previously administered products included for an unreported indication: lovenox and. Family history included melanoma (father), diabetes (paternal grandfather), high cholesterol (mother) and emphysema (maternal grandfather)). Concomitant products included rivaroxaban (xarelto) from february 2012 to august 2012 for thrombolysis. On 4-jun-2012, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In august 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal,menorrhagia)"), the second episode of menorrhagia ("abnormal bleeding (general) abnormal bleeding (vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and the first episode of alopecia ("hair loss"). In september 2012, the patient experienced tooth disorder ("dental problems/ dental problems teeth breakage decay") and dental caries ("teeth decay"). In october 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2012, the patient experienced rash ("rashes/rashes or skin conditions type: (rashes)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On 19-nov-2015, the patient experienced post procedural sepsis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of alopecia ("hair loss"), menstrual disorder ("blood clots") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with anaesthetics (anesthesia) and surgery (total hysterectomy (uterus and cervix removed) ¿ laparoscopic bilateral salpingectomy). Essure was removed on 16-nov-2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, nausea, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the last episode of alopecia, menstrual disorder, the last episode of menorrhagia, headache, fatigue, weight increased and dental caries outcome was unknown and the migraine and tooth disorder was resolving. The reporter considered dental caries, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, nausea, pelvic pain, post procedural sepsis, rash, tooth disorder, vaginal discharge, weight increased, the first episode of alopecia, the first episode of menorrhagia, the second episode of alopecia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Hysterosalpingogram - on 11-sep-2012: confirmed full occlusion of both tubes on dec-2007 to aug-2010, patient had used condoms as birth control. And paragard iud used in aug -2010 to may-2011. On 02-feb-2012, patient had ,non sterile vaginal delivery. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Added events teeth decay. Updated onset date of event dysmenorrhea (cramping). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), alopecia ("hair loss"), menstrual disorder ("blood clots") and rash ("rashes"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, alopecia, menstrual disorder and rash outcome was unknown. The reporter considered alopecia, menorrhagia, menstrual disorder, pelvic pain and rash to be related to essure. The reporter commented: plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, painful intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion of both tubes . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-jul-2017: summons received: reporter's (consumer) city added, new reporter added:(B)(6). New events added: excessive and abnormal bleeding during menstruation, chronic pelvic pain, hair loss, blood clots, and rashes. Case became incident and valid. Patient underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2015. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.